Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted: the trocar balloons, lock collars, valve seals and doors appeared to be intact. The obturators were received. The inflation syringes were received. Pmv performed functional testing: the balloons were inflated; no leaks detected. The balloons deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred at the beginning of a robotic procedure. Two of the device balloon did not inflate and the third one was broke while inflating. Another same device with different lot number was opened and used successfully without any issue. There was no patient harm. The current status of the patient is reported as ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, two of the device balloon did not inflate and the third one was broken while inflating.